Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. The site was contacted to review further options for starting new log files on the laser system.

Manufacturer narrative:
Additional information: patient identifier and sex provided. Patient age and weight not available from the site.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. It was reported that the ablation system functioned as designed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, following a neuro soft tissue ablation procedure, the patient experienced a third nerve palsy. It was reported that the surgeon suspected the issue was in result of the proximity of the heat from the ablation laser to the uncus of the patient. It was noted that swelling contributed to the proximity. The surgeon stated that it was unlikely the heat of the ablation crossed the boundary of the uncus and that the patient's deficiency would not be permanent. No additional information was provided.